Event description:
A caller reported experiencing a cgm error 42, which had occurred three or more times with the current pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. The customer was informed to continue using the current pump as backup therapy.